Event description:
Claimant, through counsel, alleges that she was implanted with cartiva on the right side on (B)(6) 2017 and the left side on (B)(6) 2019. Patient alleges he was scheduled for a revision on the right foot for (B)(6) 2024. Patient also alleges his surgeon recommended revision on the left foot as well. Patient claims ongoing pain due to the implants.

Manufacturer narrative:
Correction d4 lot number. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Claimant, through counsel, alleges that she was implanted with cartiva on the right side on (B)(6) 2017 and the left side on (B)(6) 2019. Patient alleges he was scheduled for a revision on the right foot for (B)(6) 2024. Patient also alleges his surgeon recommended revision on the left foot as well. Patient claims ongoing pain due to the implants.